Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 20 tubes had loose stoppers. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. The 90 retained samples were visually inspected, and the hemogard closure assembly was found to be correctly assembled and placed on the tubes with no cocked stoppers identified. Additionally, 10 retained samples underwent functional tests, and all testing was within specification limits. No issues were identified with the hemogard closure assembly being loose or separating from the tube during or after testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper creep out/loose closure. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 20 tubes had loose stoppers. There was no health impact or consequences reported.